Event description:
The download data for a (B)(6) male patient revealed a code 102 - charge profile fault. Zoll customer support contacted the patient and issued him a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 102) was confirmed. Upon investigation r45 was open, which caused the charge profile fault. The cause of the open resistor was the negative lead on high-voltage capacitor c22 on the defibrillator board was broken from the solder pad. In addition, the positive pad on the c22 solder connection was lifted off the defibrillation board. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was submitted for FDA review on (B)(4) 2012 and is currently under review. No adverse event resulted from the broken leads on c22. The patient received a replacement monitor.